Event description:
On (B)(6) 2014, leica biosystems rec'd a complaint regarding sub-optimal processing of breast and gastrointestinal biopsies, using peloris tissue processor. The complainant described the affected tissue samples as under-processed. Initial info provided by the complainant indicates that re-biopsy of a patient(s) was required. On (B)(6) 2014, leica biosystems rec'd info from the laboratory confirming that tissue from three (3) patients was not diagnosable. On (B)(6) 2014, leica biosystems rec'd further info from the laboratory indicating that re-biopsy of one (1) of the three (3) patients from whom tissue was not diagnosable had been performed on (B)(6) 2014. The gender, age and an identifier were also provided. The laboratory also provided the following info for the remaining two (2) patients: re-biopsy was not recommended for one (1) patient and re-biopsy had been recommended but not performed for the final patient.

Manufacturer narrative:
The sub-optimal tissue processing reported is derived from the "breast/fatty - two day sun 9pm" protocol started in retort a at 23.28pm on (B)(6) 2014 and the "short cycle surgicals" protocol started in retort b at 20.22pm on (B)(6) 2014. These protocols comprised 3 and 277 cassettes respectively, according to the info entered into the instrument software by a user. Investigation of this complaint found that the instrument operated within specification and no use error(s) was identified in the interaction between the user and the instrument either prior to, or during, execution of the "breast/fatty - two day sun 9pm" protocol started in retort a at 23.28pm on (B)(6) 2014 and the "short cycle surgicals" protocol started in retort b at 20:22pm on 09 (B)(6) 2014, from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing reported by the complainant could not be determined from the info available.